Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 385 mg/dl. The customer stated the high blood glucose levels may be due to another illness, as she has continued to have high blood glucose levels since the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. The customer confirmed that the programming was also correct. It was suggested to the customer that she try a different infusion set because she has lost a lot of weight due to gastric bypass surgery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.